Event description:
During a ptca treatment procedure, significant resistance was met between the choice pt plus guidewire and the maverick2 balloon during the procedure. The lesion being treated was a calcified, 99% stenotic lesion in the right coronary artery. The physician exchanged the maverick2 balloon with a crosssail balloon, then the choice pt guidewire was exchanged for a bmw guidewire and the resistance with the balloon was no longer experienced. The failure with the choice pt guidewire was reproduced outside of the pt's body. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.